Event description:
It was reported that pump displayed malfunction code and continued to show same malfunction after reset, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump, confirm mobile app log upload, and then transitioned to multiple daily injections as backup while replacement pump was arranged; customer was instructed to place pump in storage mode, reprogram settings and reconnect cgm on replacement pump, and return problematic pump using prepaid label, which customer understood and acknowledged.